Event description:
On (B)(6) 2018 dear sir, madam, we describe two patients who developed severe refractory undifferentiated connective tissue disease (uctd)/overlap syndrome at a relatively late age ((B)(6)) within 18 months of an arm fracture fixation procedure using depuy synthes plate and locking screws. We raise the possibility that both patients developed autoimmune disease following exposure to the depuy synthes plate. Such cases have been reported under asia (autoimmune/autoinflammatory syndrome induced by adjuvants). The detailed case reports are described herein: (B)(6) female, previously diagnosed with chronic kidney disease of unknown etiology ((B)(6) 2012 creatinine 2.1), hypertension (balanced) and diabetic mellitus (balanced, no retinopathy). On (B)(6) 2016 - open reduction internal fixation surgery of left radius bone following trauma to the forearm. The procedure was done using depuy synthes plate and locking screws (04.111.731-04.210.114-04.210.116-402-872), with the addition of wright - miig 115 minimally invasive injectable bone graft (calcium sulfate). The patient reported soon after the operation constant internal sensation of burning and itching around the fixation plate, without swelling or redness. On (B)(6) 2016 - redness around surgical scar during orthopedic follow-up treated with antibiotic. On (B)(6) 2017 - orthopedic follow-up: the patient reports on pain on distal ulnar aspect of operated forearm. On (B)(6) 2018 - swelling, redness and local warmth on volar-radial aspect of operated distal forearm. The patient was treated with cefazolin for 2 weeks, with no improvement followed with cefuroxime axetil (500x2). The patient was also self-medicated with nsaids for pain control. On (B)(6) 2018 the patient was admitted to hospital with extreme weakness. Creatinine 8.1 (non-oliguric renal failure), hyperkalemia, hyponatremia, high anion gap (24) metabolic acidosis. Kidney us - texture. Size and structure correlate with chronic kidney disease. Right kidney mass (known and unchanged since (B)(6) 2011). Maculo-papular rash. Skin biopsy revealed superficial perivascular dermatitis with no signs of vasculitis. Redness and swelling around surgical scar. Tentative diagnosis was acute interstitial nephritis due to cefuroxime and patient received a short course of steroids. During the hospitalization, (B)(6) developed acrocyanosis, and elevated cpk (471 peaking to 9000). An extensive rheumatological workup was conducted. Heart echocardiography - preserved ef with wall motion abnormalities, and pulmonary htn. Fundus examination - normal. Dlco 48 percent - restrictive disease. Immunology markers - positive anti ssa (anti-ro). Cryoglobulins - negative. Viral serology - (B)(6). Capillaroscopy - vasculopathy. Neurological evaluation - severe proximal myopathy. CT for evaluation of para-neoplastic syndrome - known rt kidney mass, pulmonary infiltrates of which some resolved following steroids. Lung fna - mesothelial cells, no evidence of malignancy. Muscle biopsy from quadriceps - non diagnostic. Bone mapping (technetium) - increased uptake on left distal radius. Initiation of high dose steroids, and later on plasma pharesis without response. Dx: uctd. On (B)(6) 2018 the patient early from a weekend vacation at home complaining on a sudden swelling of her forearm (deniestrauma) in the area of previous surgery. Following sonography and CT, exploration of hand with consequent evaluation of a hematoma. Negative pcr for pathogens. Due to refractoriness to treatment and deteriorating clinical state, patient requested taking the orthopedic plate out. Following review of asia plate and screws were taken out on (B)(6) 2018. Second patient report. Reference mw5077445.